Event description:
It was reported that during interrogation, high impedance was observed on the patient's vns. The vns was disabled. X-rays were performed and the medical professional was unable to observe any damage. The patient's family was unaware of any injury that may have caused a micro-fracture. The x-rays have not been reviewed by the manufacturer to date. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full vns replacement surgery. It was stated that the explanted products were not available for product return.